Event description:
It was reported that during a da vinci-assisted ventral hernia and umbilical hernia repair procedure with intraperitoneal onlay mesh (ipom), the force bipolar instrument tip was bent 90 degrees and the surgeon was unable to get the tip aligned in order to remove the instrument from the cannula. As a result, the force bipolar instrument and cannula were removed together. The incision port site did not need to be enlarged. Additional cauterization was required at the incision site after the removal of the cannula. The estimated blood loss is unknown. There were no visible signs of damage to the instrument, no broken or loose cables, and the instrument's jaws were noted to be misaligned. There were no reports of damage to the patient's skin. The immediate release key (irk) was not utilized. The procedure was completed robotically. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the customer reported failure mode cannot be determined. Intuitive surgical inc. (Isi) received the force bipolar instrument associated with this complaint. A cauterization test was performed with no issue found. The instrument was placed and driven on an in-house system and passed recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions, and was fully functional. No product issue was identified.